Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the pinch valve of the aspiration probe 2 and the 3-way valve of the wash1 distribution of the probe 3. The cse performed a precision testing, which was acceptable. The cause of the discordant, (B)(6) results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on one patient sample upon repeat testing on an advia centaur xp instrument. The sample initially tested (B)(6) on the same instrument. It is unknown if the discordant, (B)(6) results were reported to the physician(s). The sample was sent to another laboratory and was tested using an unknown methodology, resulting (B)(6). A new sample was obtained from the patient and was tested, resulting (B)(6). The sample was also tested for viral charge and it resulted (B)(6). It is unknown if the repeat (B)(6) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.